Event description:
It was reported that during a sleeve operation, during the gastric sectioning with stapling, the stapler did not cut and not stapled. The stapler motor started up, but the cutting and the stapling did not worked. In the operating room, they have tried to change the stapler's charger, thinking that the problem was coming from, but it did nothing. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/21/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 467c16. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 467c16, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No patient consequence or change in the post-operative care. What is the most current patient health status? The patient's general state of health is good.